Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter alleged that the pump emitted multiple loss of prime alarms. It was noted that the cartridges were changed with each alarm. Reportedly, the pump needed to be primed five to six times per day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: a review of the pump history showed that loss of primes with non-zero force were recorded. No loss of primes occurred during investigation. During testing, the force sensor calibration reading was found to be out of the required specifications. The pump was opened and the force sensor resistance reading was found to be within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.